Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3888-28, lot# l33239, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. (B)(4). Analysis of the implantable neurostimulator (serial no. (B)(4)) found no anomaly. The battery had normal end of life and no telemetry and no output.

Event description:
It was reported the patient had not used the system since 1999. The patient¿s second battery ¿never worked¿ and ceased to function after six months. She could not adjust stimulation up or down. The patient shut off the implantable pulse generator (ipg) with magnet and never turned the ipg back on. It was reported the ipg had normal battery depletion. The patient did not change the batteries in her patient programmer (pp). The rep suspected the pp, not the ipg, was malfunctioning. The patient did not contact her manufacturer representative (rep) or meet with a rep in 1999. The device was removed at an unknown date. It was noted the patient¿s last device was removed a couple years ago. The manufacturer representative (rep) was unsure if the lead system was still implanted. It was noted that it was unknown why they waited 5 years to replace the battery after the patient¿s first implant. The patient recovered without sequelae.